Event description:
It was reported on (B)(6) 2012 there was a recharging issue and a device replacement. Using the antenna locate tool only increased device coupling from 30 to 34. The implantable neurostimulator ins) was confirmed to be "too deep." When trying to recharge, the operator could not get any "bars." There was no injury associated with this event. It was reported on (B)(6) 2012 that the patient had an ins replacement. The rechargeable ins was explanted and a non-rechargeable ins was implanted.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, patient product ID 355531, lot# n316893, implanted: (B)(6) 2012, product type screening device product ID 3550-39, lot# n323720, implanted: (B)(6) 2012, product type accessory. (B)(4).